Manufacturer narrative:
The field had no further details to add about this event at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode and was admitted to the hospital. Review of their system indicated their pacemaker was at end of life (eol). The physician believed the elective replacement time to eol time period of the pacemaker had lasted less than 90 days. At this time no intervention has been performed and the pacemaker remains implanted and in service. No adverse patient effects were reported.